Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This MDR represents the bard soft mesh (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated parastomal hernia thereby underwent open repair with implant of bard soft mesh (device 1). Per op notes, ¿an elliptical skin incision was made around the ileostomy. The hernia sac was identified and dissected. Small midline hernias were also identified. A circular disc of skin was excised from the previously marked stoma site in the left lower quadrant. A piece of bard soft mesh (device 1) was placed to accommodate the ileostomy and secured with suture. The vertical right rectus sheath incision at the old hernia site was closed with suture.¿ on (B)(6) 2015 - patient was diagnosed with small bowel obstruction secondary to a parastomal hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿a vertical midline skin incision was made. The hernia sac was identified and dissected. The ostomy was detached and reduced. The sac was opened and the redundant sac was excised. The rectus fascia was incised and a mesh (device 1) was identified and incised. The hernia was closed with suture. A bard flat mesh (device 2) was placed and secured to the fascia with suture. The ostomy exit site in the left lower quadrant was excised and the umbilicus was secured to the mesh with suture.¿ on (B)(6) 2018 ¿ patient was diagnosed with incarcerated parastomal hernia thereby underwent open repair with excision of bard soft mesh (device 1) and bard flat mesh (device 2) and implant of ventralight st mesh (device 3). Per op notes, ¿the vertical midline scar was incised and the fascia was incised. A mesh was noted to be well incorporated in the midline. Small intestine was dissected away from the anterior abdominal wall. The viscera were dissected away from the sugarbaker mesh and this mesh (device 1 and 2) was excised. A ventralight st mesh (device 3) was placed and secured in place using sugarbaker technique with sutures.¿